Event description:
It was reported that during the procedure, the physician was navigating to the internal carotid artery when blood was noticed in the syringe/balloon hub of the subject balloon guide catheter. The subject balloon was not inflating during thrombectomy because the physician suspected balloon rupture. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the physician was navigating to the internal carotid artery when blood was noticed in the syringe/balloon hub of the subject balloon guide catheter. The subject balloon was not inflating during thrombectomy because the physician suspected balloon rupture. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device was returned. The lot number was confirmed. During visual inspection, the device was inspected and the catheter shaft was found kinked/bent and damaged along its length. No other anomalies were noted. During functional inspection, the balloon could not be inflated as the shaft was found leaking at 27.5 cm from distal tip. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint the catheter shaft got damaged during use leading to a leak of the shaft. That is why the balloon could not be inflated and the user assumed the balloon had ruptured. These defects were most likely due to some procedural/anatomical factors encountered during use. Based on the available information and investigation results, an assignable cause of procedural factors will be assigned to this complaint.